Event description:
It is reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 41 mg/dl, and then dropped to 32 mg/dl one hour later. Customer was hospitalized due to hypoglycemia. Health care professional called to report flashing ling on insulin pump display while attempting to upload. After troubleshooting with health care professional, it was advised that insulin pump would need to be replaced. Customer called once released from the hospital. Customer was aware of pump replacement and added that screen shows a partial display. Customer was advised that insulin pump would need to be replaced since replacement was not previously processed. No further info provided.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, pump received with flashing display. Unable to determine root cause due to pump pending dva. The backlight functioning properly. Pump received with cracked reservoir tube lip, scratched lcd window and scratched case.